Event description:
It was reported the patient's device was removed due to an infection. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.